Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of damaged insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation at the distal end. As a result, the internal wires are exposed. The electrical continuity was performed and passed. No thermal damage was observed. The root cause of this failure is attributed to a component failure. Additional observation not reported by site was that the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.133¿ - 0.208" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. No image or procedure video was provided for review. A review of the instrument log for the maryland bipolar forceps instrument (471172-16/k10210809 0061) associated with this event has been performed. Per the logs, the instrument was last used on 10-nov- 2021. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had physical damage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the input disc was broken and fell off. Nothing fell into the patient. There was no patient injury. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.